Manufacturer narrative:
Per (B)(4) final report the patient had a unity knee implant on (B)(6) 2017 with a unity cr insert. Subsequently, the patient's posterior cruciate ligament was not functioning. The unity cr insert was revised to a unity cs insert on (B)(6) 2019. The relevant device manufacturing records have been identified and reviewed for unity cr insert implant. It was found that this device was manufactured in dec 2017 as part of a batch of 19. It conformed to material and dimensional specifications at the time of manufacture. The unity insert cr is not indicated in case of not functioning posterior cruciate ligament. Therefore, the revision was required and an unity insert cs was implanted due to the new patient condition. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the cr insert to a cs insert after approximately 1 year and 2 months due to the patients posterior cruciate ligament not functioning.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including operative notes, patient details, x-rays and the return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified. They will be reviewed at corin.

Event description:
Unity revision of the cr insert to a cs insert after approximately 1 year and 2 months due to the patients posterior cruciate ligament not functioning.